Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed in a good position, but appeared to be constrained, due to native valve calcification. An angiogram revealed that the valve had migrated into the aortic root, prior to being able to do a post balloon aortic valvuloplasty (bav). A second transcatheter bioprosthetic valve was implanted and a post implant bav was performed. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.